Event description:
The customer called to report repeated blank displays. Troubleshooting was performed and the problem continued. The reported blood glucose reading was 202 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery warming up due to a component puncturing through the isolation tape and contact to the positive side of the battery tube.